Manufacturer narrative:
The device was returned to olympus and the evaluation found: image is blurry, moisture inside, and failed water leak. A root cause could not be identified. However, based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, image is blurry due to bad ccd, moisture inside, and failed water leak.